Event description:
Technician alleged that the siderails were not latching.

Event description:
Per the healthcare provider, the pt fell and tore the sutures in the cochlear implant site. The pt underwent a revision surgery to repair the wound in 2008.

Manufacturer narrative:
This is a final report, filed on august 11, 2008.

Manufacturer narrative:
(B) (4)